Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): the pt sold his easypump to retail pharmacy and the hospital has dispensed by error an easypump 200 ml/h instead of 2 ml/h. Drug infused: antineoplastic drug. (B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results are available. We have informed our manufacturer accordingly. Reviewed the device history record to bmpth in sap system and there were no defect encountered during in process inspection and final control inspection. Issue was caused by an application error of the pharmacist. Patient received a 200 ml/h instead of the requested 2 ml/h device.